Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction on d10: the initial report omitted the full name of the device and therapy date, both of which have now been added. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the investigation results, the root cause could not be identified; however, it is likely that a failure of the printed circuit board led to the malfunction, resulting in the phenomenon of a black screen with no image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation for the blackout image occurred after a period of use due to a faulty circuit board. The customer's allegations to the key panel was all not confirmed; however, the occurrence and the recurrence could not be denied. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that while using the video system center, there was no image, and the key panel was all lit up. The issue occurred during preparation for a diagnostic bronchoscopy procedure. The patient was not under anesthesia. The intended procedure was completed with a similar device. There were no reports of a delay or patient harm associated with the device.